Event description:
On (B)(6) 2021 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021 the patient experienced an abscess around the peg tube and was treated with 500mg of keflex three times a day for 10 days. On an unknown date, the abscess had cleared up. In (B)(6) 2022, a CT scan and ultrasound scan was taken and the patient was clear of any abscess.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.